Manufacturer narrative:
Device evaluation summary: one cadd solis hpca pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. The review of device history log had no related findings. During the investigation it was found that the pump's bolus port connector was damaged. Based on the evidence, the compliant was confirmed. The root cause was attributed to damaged connector.

Event description:
Information was received that the cadd prizm hpca pump had a defective trigger connector. No reported adverse effects.